Event description:
It was reported that during a stenting treatment procedure premature deployment occurred. The stenosed target lesion was located in the tortuous hepatic portal region to the common bile duct. A epic stent was successfully implanted at the intrahepatic biliary tract branch. A 7x41x75mm epic was advanced through the previously implanted epic stent. Next, an unknown guide wire was advanced to the target lesion without resistance, followed by a 6fr ptbd tube. The 7x41x75mm epic sds was further advanced and resistance was encountered. The epic sds was pushed and pulled several times but the system was unable to advance through the previously implanted epic stent. The epic sds was removed and it was noted that the distal tip was partially deployed approximately 5mm. The procedure was not completed. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure premature deployment occurred. The stenosed target lesion was located in the tortuous hepatic portal region to the common bile duct. A epic stent was successfully implanted at the intrahepatic biliary tract branch. A 7x41x75mm epic was advanced through the previously implanted epic stent. Next, an unknown guide wire was advanced to the target lesion without resistance, followed by a 6fr ptbd tube. The 7x41x75mm epic sds was further advanced and resistance was encountered. The epic sds was pushed and pulled several times but the system was unable to advance through the previously implanted epic stent. The epic sds was removed and it was noted that the distal tip was partially deployed approximately 5mm. The procedure was not completed. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer: the pull grip was partially pulled back and the safety lock present. The stent was protruding 6mm from the distal tip of the delivery system. The device was functionally tested by completely activating the pull grip mechanism. The stent deployed with no unusual resistance. There was no damage to the stent or sds. The reported premature deployment was confirmed; however, the reported difficulty crossing could not be confirmed. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).